Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, under infusion was noticed. It was reported that 5.4 ml/hr to be infused 250 ml with 20-30 ml left in pump. No patient injury reported.